Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline faults and a pump stop consistent with potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not identify an issue that would have contributed to the reported event. The submitted log files captured events from 10jun2023 through 12jul2023 and 19aug2023 through 06sep2023. The files captured driveline faults on 10jun2023, 14jun2023, 15jun2023, 03jul2023, 10jul2023, 11jul2023, and 12jul2023. Electrical continuity data recorded in the log files showed that values for phase 3 were significantly lower than the values for phases 1 and 2. Additionally, a pump stop was captured on 12jul2023. A specific cause for these events could not be conclusively determined through this evaluation. Based on previous complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the observed alarms appeared to be consistent with potential driveline wire compromise. A distal end driveline replacement was performed by an abbott technical services representative on 12jul2023. Approximately 19¿ of the distal end of the driveline was returned. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The controller connector pins showed no evidence of damage. Upon disassembly, microscopic and visual inspection of the underlying wires revealed no evidence of damage or insulation breaches. Following the visual inspection, further testing of the driveline was performed. Each wire was tugged on to help reveal partial or total fractures of the conductors; however, the insulation and the underlying conductors appeared to be completely intact. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakages through the insulation of any of the driveline wires. Finally, the returned portion of the driveline was used to run a test pump on a mock circulatory loop. The driveline faults were not able to be reproduced during this time, despite manipulation of the driveline. Of note, further driveline fault alarms were reported on 20oct2023 (refer to MFR # 2916596-2023-07624). The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage, as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D9/h3 - the percutaneous lead only was returned for evaluation. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had driveline fault alarms on (B)(6) 2023 and (B)(6) 2023. A controller exchange was performed. It was noted that the patient had wrapped a 1-inch-long metal encasement with gorilla tape around their driveline to prevent bending; this was in the area where the driveline connects to the controller. X-rays were taken that revealed a compressed section of the driveline near the controller. A driveline repair was performed on (B)(6) 2023 and no further alarms occurred.